Manufacturer narrative:
(B)(4).the lot number of the device is unknown, however, it was reported that the device was not used past its expiration date.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a retropubic sling procedure.according to the complainant, the patient was in retention. It is unknown how the procedure was completed or if there were any patient complications. The patient's condition at the conclusion of the procedure was reported to be "stable."attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.